Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The cause for these damages could not be determined, but they are consistent with damage resulting from the inability to advance, an unknown device interaction during withdrawal, stent dislodgement, or manipulation of the device either during or after the procedure. The returned device exhibited several forms of damage (e.g. Balloon cover folding, balloon cover scrunch shifting, balloon cover ring impressions; stent graft compression, bunching, and folding). The cause for these damages could not be determined, but they are consistent with damage resulting from the inability to advance, an unknown device interaction during withdrawal, stent dislodgement, or manipulation of the device either during or after the procedure. In addition, the stent graft has regions that are compressed, bunched, and folded. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the mesenteric artery during a laser fenestration procedure of an aortic dissection. It was reported that the physician was unable to advance the vbx device through the medtronic thoracic stent graft into the mesenteric artery. After a couple attempts the physician decided to remove the vbx device through the introducer sheath (manufacturer unknown). With no additional force the delivery system was removed, and the vbx device was observed to have dislodged inside the patient. The physician was able to use a snare and successfully remove the vbx device. The procedure was completed with an additional vbx device, and the patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.